Event description:
User received zero results for multiple assays for eight patient samples following a hardware error. The following example was provided. Initial bicarbonate results was 0 mmol/l, repeat result was 20 mmol/l and repeat on another analyzer was 20 mmol/l. Initial calcium result was 0 mg/dl, repeat result was 9.4 mg/dl and repeat on another analyzer was 9.2 mg/dl. Results were not reported until believable results were generated. No treatment was received based on the discrepant results. The field service rep was unable to determine a cause. But noted he verified the proper operation. Performance tests were performed.